Manufacturer narrative:
On the initial submission for manufacturer report # 1031452-2014-15434 indicated 5-day, initial.

Event description:
Per independent repair center statement: unit is alarming/red light, key failure not shifting.